Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The reported malfunction could impact the delivery of critical therapy and may cause or contribute to death or serious injury if the malfunction were to recur. No adverse patient effects were reported.